Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the implantable cardioverter defibrillator delivered an inappropriate shock during a back surgery. The magnet was repositioned to resolve the issue. The patient condition is unknown.